Event description:
It was reported the pt is not receiving adequate stimulation from her current scs lead. Subsequently, the pt needs an additional scs lead. F/u identified the pt received a new scs lead which resolved the issue.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.